Event description:
Patient undergoing percutaneous nephrolithotomy. The olympus cyberwand (specifically the hand-piece) would not work. The back-up cyberwand also did not work. On inspection, it appeared that electrical wires in the power cable (both devices) had fractured. The procedure was aborted.